Manufacturer narrative:
It was reported that a patient was implanted with a prodisc c. After implantation it was found that the patient had bone spurs. The implant and the bone spur were removed on (B)(6) 2023. Surgeon stated that there was no malfunction or problem of the implant. A DHR review could not be completed because the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaint was within the levels defined in the risk assessment. A review of the risk assessment found that the risks associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. A device evaluation could not be completed as the implant was not returned from the hospital following the removal. There were no anomalies found during the investigation. The prodisc c removal was completed due to an osteophyte, no device malfunction or problem was reported. This report is for 1 of 1 devices involved in this event.

Event description:
A prodisc removal was completed on (B)(6) 2023 due to bone spurs.